Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information received, the investigation determined that the reported difficulty to advance and remove the imaging catheter from the guidewire appears to be related to operational context. In this case, it is likely that the condition of the guidewire affected the delivery and withdrawal performance of the imaging catheter on the guidewire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - the date of event/procedure will be estimated as (B)(6) 2026. D4: the UDI number is not known as the part and lot number were not provided. The additional device mentioned in b5 will be filed under a separate medwatch report.

Event description:
It was reported the whisper guidewire was getting caught in the dragonfly catheter. No additional information was provided.